Event description:
A malfunction was reported with a device, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the malfunction code was not resettable.